Event description:
In 2005 pt with a history of osteoarthritis and an allergy to seafood (unspecified), experienced a lump came out in their throat, a swollen neck, dry, scratchy, and itchy throat. Additional info was received from the pt. Pt declined to provide info about pt's concomitant medications. The day following the 1st injection pt experienced a dry, scratchy throat and had a "hard time breathing". The next day the pt noticed pt's neck was swollen and pt had a "lump the size of a golf ball" on the right side of the neck. The lump "was not sore to touch". Pt went to an e.r. And was prescribed an unk oral antibiotic for 10 days. Physician advised to complete the antibiotocs and to wait approximately two weeks before pt received the second synvisc injection. The dry, scratchy throat and lump resolved within three days and "breathing felt better". About 11 days later the pt received the second synvisc injection. Physician gave pt a "cortisone shot into pt's left knee on the same day". The next day pt experienced a "dry and itchy throat" which resolved in "about three days". One week later the pt received the third synvisc injection. Pt had "no trouble" following the third injection. Pt reported "no change" in pt's knee pain since pt received the synvisc injections.